Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had an infection at the site of the implantable neurostimulator (ins) approximately two months after im plant. It was also reported the physician removed the ins and prophylactically removed the lead. It was later reported it was unknown if a culture was taken but the patient was ¿doing fine.¿ it was stated there were no apparent problems reported with the new system.